Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that there was erosion of the scrotal skin, leading to extrusion of the artificial urinary sphincter tube and pump connector. The physician was expected to perform a procedure to replace the pump and reconnect to the remaining components. The patient had a revision surgery on (B)(6) 2021.